Event description:
It was reported that during introduction for a percutaneous coronary intervention, shaft break occurred. A 2.00mm x 15mm maverick² balloon catheter was selected and advanced to the target lesion. While introducing into an unspecified guide catheter, the complaint device snapped into two. There was no patient contact with the proximal part of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with the inner pouch. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube was completely separated 52cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The shaft had multiple kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during introduction for a percutaneous coronary intervention, shaft break occurred. A 2.00mm x 15mm maverick 2 balloon catheter was selected and advanced to the target lesion. While introducing into an unspecified guide catheter, the complaint device snapped into two. There was no patient contact with the proximal part of the device. The procedure was completed with another of the same device. No patient complications were reported.